Event description:
Atty's report of pt's alleged pain, ring break, mesh explant and nerve damage due to defective mesh: the 2007 operative report is said to state the memory recoil ring surrounding the kugel patch fractured, causing the patch to migrate out of position and crumble. Realizing that the broken kugel patch was the cause of the severe pain the pt was suffering from, the pt's surgeon removed the kugel patch from her body. The broken memory recoil ring had also damaged a nerve, and this nerve also had to be removed. Consequently, the pt has lost feeling in the left area of her groin.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.